Event description:
It was reported that insulin gauge displayed an amount different than expected and that fill estimate on pump remained static at 130 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this behavior could occur when there was large difference in measured pressures used to calculate remaining insulin and was advised that fill estimate would begin counting down once actual insulin amount matched displayed value, and customer understood and acknowledged this explanation.